Manufacturer narrative:
The complaint could not be confirmed for balloon rupture as no device was returned for investigation. Attempts to obtain more information on complaint incident were unsuccessful. As such, no corrective and preventive action will be taken as of this time as the complaint could not be confirmed. Bd USA sales is recommended to inform the user to provide product lot or serial number of the affected device, during reporting of complaint incident, and to return the affected device to facilitate a thorough investigation process. No further information will be provided.

Event description:
The balloon ruptured.